Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation of asthma (new or worsening). In addition, the customer reported allegations of eye, nose, skin, and respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, and inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third party service center. During the evaluation of the device, the service center visually inspected the device and found there was no evidence of visible foam particles. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.